Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient¿s ipg seats closer to the skin and feels large. The patient is experiencing pain due to the issue. Surgical intervention will be undertaken later.

Event description:
The patient underwent surgical intervention on (B)(6) 2023 wherein the device was explanted and replaced.